Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) when the black magnet fell off, causing the handpiece to stop working.

Manufacturer narrative:
Reported event: the reported device was confirmed to be a anspach hd long attachment, catalog # 110920, lot# j25310715420, RMA #: 235087. Device history review: review of the device history records indicate (B)(4) devices were inspected and accepted into final stock on 7/11/2015. Device evaluation and results: no failure of the attachment was reported. However, a functional evaluation was performed. There is a component that is blocking path of the burr, preventing insertion of the burr. Complaint history review: a review of complaints related to p/n 110920, lot number j25310715420 shows no additional complaints related to the failure in this investigation. Conclusions: no failure of this device was reported (it was returned with another reported device). However, during an evaluation of the device, a blockage of the burr path was found. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) when the black magnet fell off, causing the handpiece to stop working.